Event description:
Additional information was received from the patient that indicated they still had concerns about their device or therapy, but they were working with a company representative or their doctor. Four days later, the patient experienced shocking at the implantable neurostimulator (ins) site when stimulation was on. The patient stated that they have 'always' felt the shocking, though it seemed to come and go. The ins pocket was revised in (B)(6) 2011 but it did not solve the symptoms and now the shocking was 'keeping them up all night.' It was noted that the shocking seemed to occur more often when the patient turned right and when the ins had been on for 10 minutes and amplitude was increased. The possibility of a fluid short was discussed and reprogramming was performed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Adaptor model 3550-39, lot # n234565, implanted (B)(6) 2010, explanted unk; adaptor model 37092, lot # 235410003, implanted (B)(6) 2010, explanted unk; recharger model 37752, serial # (B)(4); lead model 3777-60, serial # (B)(4), implanted (B)(6) 2010, explanted unk; lead model 3777-60, serial # (B)(4), implanted(B)(6) 2010, explanted unk; programmer model 37743, serial # (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location and a shocking or jolting sensation. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information was received that reported the manufacturer representative programmed different areas on the patient's leads. A week after reprogramming the patient reported to the manufacturer representative that she was doing "100% better" and reported no shocking. The patient was doing well.